Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) stated that the patient experienced no therapeutic benefit from the implant and had it explanted on (B)(6) 2017. Attempts to reprogram the implant was noted to be unsuccessful. No further patient complications have been reported as a result of this event.